Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube showed a perforation from the essure device'), device dislocation ('right cornu does not have an essure coil/the second essure coil was not identified') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. Other product or product use issues identified: device use issue "made multiple attempt and rotated several times and unable to pass on right". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation in (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation and menorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation, fallopian tube perforation and menorrhagia with essure. The reporter commented: essure insertion details: the essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and a number of coils on the right remaining on the uterus. Made multiple attempt and rotated several times and unable to pass on right. The patient tolerated the procedure well and was discharged from the office in good condition. Essure removal details: details of procedure: the uterus was retroverted, and a left tube showed a perforation from the essure device. Previous tubal ligation was noted. The grasper was used. Tube was elevated. The mesosalpinx coagulated and divided down to the uterine ovarian round ligament, anterior and posterior leaves of the broad ligament, taken down to the uterine on the left side. They were skeletonized and divided. The right tube was elevated, coagulated, and divided, and the uterine ovarian round ligament, anterior and posterior leaves of the broad ligament, taken down to the uterine on the right side, it was coagulated and divided. The cervix, uterus, and tubes were then removed. They were removed vaginally and vaginally the cuff was closed. There was no bleeding. Patient was then taken to recovery room for further observation and care. Surgical pathology report. Cervix with mild chronic inflammation and nabothian cysts. Obliterated endometrium with synechia. Intramural leiomyoma, 0.6 cm. Essure coil left cornu. Negative uterine serosa. Segments of fallopian tube with benign paratubal cysts. No evidence of malignancy. There was an essure coil identified in the left cornu however the right cornu does not have an essure coil. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "fallopian tube perforation, device dislocation, menorrhagia and device use issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube showed a perforation from the essure device'), device dislocation ('right cornu does not have an essure coil/the second essure coil was not identified') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted. Other product or product use issues identified: device use issue "made multiple attempt and rotated several times and unable to pass on right". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation in (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for device dislocation, fallopian tube perforation and heavy menstrual bleeding with essure. The reporter commented: essure insertion details: the essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and a number of coils on the right remaining on the uterus. Made multiple attempt and rotated several times and unable to pass on right. The patient tolerated the procedure well and was discharged from the office in good condition. Essure removal details: details of procedure: the uterus was retroverted, and a left tube showed a perforation from the essure device. Previous tubal ligation was noted. The grasper was used. Tube was elevated. The mesosalpinx coagulated and divided down to the uterine ovarian round ligament, anterior and posterior leaves of the broad ligament, taken down to the uterine on the left side. They were skeletonized and divided. The right tube was elevated, coagulated, and divided, and the uterine ovarian round ligament, anterior and posterior leaves of the broad ligament, taken down to the uterine on the right side, it was coagulated and divided. The cervix, uterus, and tubes were then removed. They ere removed vaginally and vaginally the cuff was closed. There was no bleeding. Patient was then taken to recovery room for further observation and care. Surgical pathology report. Cervix with mild chronic inflammation and nabothian cysts. Obliterated endometrium with synechia. Intramural leiomyoma, 0.6 cm. Essure coil left cornu. Negative uterine serosa. Segments of fallopian tube with benign paratubal cysts. No evidence of malignancy. There was an essure coil identified in the left cornu however the right cornu does not have an essure coil. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "fallopian tube perforation, device dislocation,menorrhagia and device use issue". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2021: no new fu added. Case became significant due to imdrf synchronization hard check error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube showed a perforation from the essure device'), device dislocation ('right cornu does not have an essure coil/the second essure coil was not identified') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. Other product or product use issues identified: device use issue "made multiple attempt and rotated several times and unable to pass on right". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation in (B)(6) 2014 and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation and menorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation, fallopian tube perforation and menorrhagia with essure. The reporter commented: essure insertion details: the essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and a number of coils on the right remaining on the uterus. Made multiple attempt and rotated several times and unable to pass on right. The patient tolerated the procedure well and was discharged from the office in good condition. Essure removal details: details of procedure: the uterus was retroverted, and a left tube showed a perforation from the essure device. Previous tubal ligation was noted. The grasper was used. Tube was elevated. The mesosalpinx coagulated and divided down to the uterine ovarian round ligament, anterior and posterior leaves of the broad ligament, taken down to the uterine on the left side. They were skeletonized and divided. The right tube was elevated, coagulated, and divided, and the uterine ovarian round ligament, anterior and posterior leaves of the broad ligament, taken down to the uterine on the right side, it was coagulated and divided. The cervix, uterus, and tubes were then removed. They ere removed vaginally and vaginally the cuff was closed. There was no bleeding. Patient was then taken to recovery room for further observation and care. Surgical pathology report. Cervix with mild chronic inflammation and nabothian cysts. Obliterated endometrium with synechia. Intramural leiomyoma, 0.6 cm. Essure coil left cornu. Negative uterine serosa. Segments of fallopian tube with benign paratubal cysts. No evidence of malignancy. There was an essure coil identified in the left cornu however the right cornu does not have an essure coil. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "fallopian tube perforation, device dislocation,menorrhagia and device use issue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: medical record received. Events "fallopian tube perforation, device dislocation, menorrhagia and device use issue were added. This case is medically confirmed. Patient date of birth, medically history and reporters were added/ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Essure removal details were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.